Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the knife got stuck in forward position and did not retract. A similar device was used to complete the case. There was no patient injury.